Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. A field service engineer manually opened the drawer and found that all the lights were glowing on the row boards. The engineer then removed the back panel and observed that all the controller board lights were also glowing and reseated all bus wire connections and the connections at the controller board. After reassembling the back panel, the engineer rebooted the device. Using the diagnostics application, fse troubleshot the drawer and found no cut marks on the bus wire, confirming that all components of the drawer were fully functional. The system functioned as intended after the field service engineer completed the repair.